Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that have an abscess on their lower gum and had to stop wearing the aligner due to the pain. Requested clinical findings from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.